Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the band could not be deployed when the handle was rotated. The procedure was completed with another speedband superview super 7. It was noticed that the device did not seem to fit the scope well. There were no patient complications reported as a result of this event.